Manufacturer narrative:
Submit date: 05/09/2011. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports a small crack was found near the suture line in the catheter. Catheter needed to be removed and replaced.